Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement the rv lead exhibited low pacing lead impedance. The lead was capped and replaced the same day 3-3-2017. The patient was fine before, during and after the procedure.